Manufacturer narrative:
The ca2 reagent's lot number was 71725901 with an expiration date of 30-jun-2024. The last calibration was performed on (B)(6) 2023 and it was acceptable with no alarms. Based on the provided data, the qc recovery appeared to be acceptable on the day of the event. Then it dropped low for two levels with warning messages after the event. The alarm trace showed multiple alarms including abnormal aspiration, sample foam detection, and sample clot detection alarms. These are indicators of possible poor sample quality. The field service engineer (fse) found there was rinse volume overflow. He adjusted the rinse volumes. The fse did a performance check and the instrument was performing within specifications. He also ran qc and it was successful. The root cause was due to rinse volume overflow. The service actions (adjusting the rinse volumes) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 3 patients' plasma samples tested with calcium gen.2 (ca2) assay on a cobas 8000 c702 analyzer when compared to 2 different analyzers. Sample 1 (patient 1): initial result: 5.99 mg/dl. Repeat result: 9.5 mg/dl. Sample 2 (patient 2): initial result: 6.90 mg/dl. Repeat result: 9.71 mg/dl. Sample 3 (patient 3): initial result: 7.56 mg/dl. Repeat result: 9.9 mg/dl. After running the samples, qc went out of range. The customer then reran the samples. The physician questioned one of the results and requested to repeat the patient's sample. The samples were repeated. The repeat results were deemed to be correct. Allegedly, an amended report with the correct results was issued.